Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden rise in ventricular pacing impedance measurements that remained in range. A loss of capture was also suspected. Additionally, the patient experienced spasms near the diaphragm. This rv lead appeared to have perforated the heart. Therefore, it was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.